Event description:
An operating room employee from the user facility reports the intraocular lens was implanted incorrectly (in the wrong direction). During manipulation of the lens to turn it around, the haptic broke off. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested. Ni